Event description:
The customer contact reported the pt received less medication then intended. On an unspecified date and time, the device was programmed to delivery an unspecified concentration of tpn (total parenteral nutrition) with a 2hr taper up and taper down, with a 2500ml vtbi (volume to be infused), for a duration of 12hrs, and the delivery was started. After an unspecified length of time, the pt reported 500ml remained in the container at the end of the delivery. The device was removed from clinical use. Therapy was resumed using a replacement device. There were no reported adverse pt effects. The customer contact reported a delay in critical therapy; however, no medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.30ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicates the last programming occurred on (B)(6) 2013 at 1603, the device was programmed for tpn with taper up and down, with a 2hr taper up, a 2hr taper down, a 3200ml vtbi, for a 14hr duration, a 5ml/hr kvo rate (keep vein open), a 3300ml container size. On (B)(6) 2013 between 1722 and 1753, the device was powered on using batteries, a priming volume of 3.5ml indicated, a new container was indicated, a start alarm occurred, the silence key was pressed 8 times, the delivery was started and taper up began. Between 1953 and (B)(6) 2013 at 0131, taper up ended and a distal occlusion alarm occurred 48 times. Between 0606 and 0805, the taper down began, a distal occlusion alarm occurred, the taper down ended and kvo delivery began. At 0818, the delivery was stopped and the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel.